Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker performed an automatic switch to unipolar configuration due to high out-of-range pace impedance measurements on the competitor right ventricular (rv) lead. The patient was seen for follow-up several months later at which time the device was reprogrammed to bipolar configuration. Several weeks later the patient was seen for additional follow-up at which time another instance of an automatic switch to unipolar had occurred. Previous inappropriately stored tachycardia episodes were also identified resulting from myopotential overusing while in unipolar. The physician reprogrammed the device to unipolar pacing with bipolar sensing and performed provocation testing; no instances of oversensing were observed. The patient will continue to be monitored. There were no reported instances of asystole or other adverse effects. This system remains in service.